Event description:
Peel pack doesn't open as intended. When the self-seal peel pack is opened at the provided opening tabs the peel pack shreds apart making it difficult to aseptically present the sterilized item onto the sterile field safely. This problem has presented with use of multiple lot numbers and product numbers (various sizes, 5.3"x10", 5"x15" and 7.5"x13").